Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (to remove essure). Essure was removed in (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, pelvic pain and vaginal haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation(right fallopian tube )/migration of essure; essure coil coming out of the right fallopian tube"), embedded device ("embedded in uterine tissue on right side"), uterine perforation ("perforation (uterus)") and pelvic pain ("pelvic pain") in a 31-year-old female patient who had essure (batch no. 686079) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: trinessa and ortho tricyclen. Concurrent conditions included cystic fibrosis, bone disorder and articular cartilage disorder. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding") and menorrhagia ("menorrhagia"). In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("right lower quadrant pain"), adnexa uteri pain ("ovarian pain") and uterine pain ("uterus pain"). The patient was treated with surgery (diagnostic laparoscopy, hysteroscopy, removal of right essure coil), surgery (diagnostic laparoscopy, hysteroscopy, removal of right essure coil), surgery (diagnostic laparoscopy, hysteroscopy, removal of right essure coil) and surgery (diagnostic laparoscopy, hysteroscopy, removal of right essure coil). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, embedded device, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, migraine and headache outcome was unknown and the pelvic pain, abdominal pain, abdominal pain lower, adnexa uteri pain and uterine pain had resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, headache, menorrhagia, migraine, pelvic pain, uterine pain, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in april 2009: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation(right fallopian tube )/migration of essure; essure coil coming out of the right fallopian tube"), embedded device ("embedded in uterine tissue on right side"), uterine perforation ("perforation (uterus)") and pelvic pain ("pelvic pain") in a 31-year-old female patient who had essure (batch no. 686079) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: trinessa and ortho tricyclen. Concurrent conditions included cystic fibrosis, bone disorder and articular cartilage disorder. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), migraine ("migraines"), headache ("headaches"), abdominal pain lower ("right lower quadrant pain"), adnexa uteri pain ("ovarian pain") and uterine pain ("uterus pain"). The patient was treated with surgery (diagnostic laparoscopy, hysteroscopy, removal of right essure coil), surgery (diagnostic laparoscopy, hysteroscopy, removal of right essure coil), surgery (diagnostic laparoscopy, hysteroscopy, removal of right essure coil) and surgery (diagnostic laparoscopy, hysteroscopy, removal of right essure coil). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, embedded device, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, migraine and headache outcome was unknown and the pelvic pain, abdominal pain, abdominal pain lower, adnexa uteri pain and uterine pain had resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, headache, menorrhagia, migraine, pelvic pain, uterine pain, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs received: event menorrhagia, dysmenorrhea, dyspareunia, migraines, headaches, perforation(right fallopian tube), embedded in uterine tissue on right side, perforation (uterus), right lower quadrant pain, ovarian pain, uterus pain added.events outcome,reporters,concurrent condition,lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.